Manufacturer narrative:
Batch review performed on 01 september 2020: lot 184897: (B)(4) items manufactured and released on 06-sep-2018. Expiration date: 2023-08-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The surgeon wants to revise the patient for knee instability on (B)(6) 2020. It is planned to do an insert swap, no further information are available.

Event description:
1 year and 8 months after primary surgery the surgeon revised the patient knee for instability. Only insert swap. A 2mm thicker liner was implanted successfully.